Manufacturer narrative:
Hitachi received a complaint regarding l067, altaire. The altaire is a 0.7 tesla vertical field (open) MRI system. The site technologist reported that 4 patients' brain scans were flipped laterality. Hitachi applications assisted the site in troubleshooting the problem. During the troubleshoot, it was noted that the site had set the scanner setting to "top" rather than the recommended default setting of "bottom". As a result, brain images were labeled correctly (with left and r labels) but were flipped laterally. Hitachi applications changed the setting back to "bottom". A service engineer was dispatched to the site to perform test scans on the system in order to ensure the left right laterality reflects the "bottom" setting. Upon further investigation, the site informed hitachi that the radiologist read the scans incorrectly and 4 patients' radiology reports were amended and 3 patients were misdiagnosed as a result of the incorrect interpretation of the scans. Patient 1 is (B)(6) years old, the original radiology report states this patient had an acute-early subacute infarct in the posterior left frontal white matter and suspect tiny old lacunar infarcts in the bilateral basal ganglia and left pons. The addendum states, an acute-early subacute infarct in the posterior right frontal white matter and suspect tiny old lacunar infarcts in the bilateral basal ganglia and right pons. This patient was treated with plavix, atorvastatin and aspirin. Treatment was not affected and would not have changed. Patient 2 is (B)(6) years old, the original radiology report states this patient had a mild leftward deviation of the pituitary infundibulum. The addendum states, mild rightward deviation of the pituitary infundibulum. No treatment was provided for patient 2. Patient 3 is (B)(6) years old, the original radiology report states this patient had a suspect tiny old left parietal periventricular white matter lacunar infarct. The addendum states, a suspect tiny old right parietal periventricular white matter lacunar infarct. No treatment was provided for patient 3. Patient 4 is (B)(6) years old, there were no bilateral readings/findings. The radiologist created an addendum to indicate the reversal of left-right laterality. No misdiagnosis. No treatment was provided for patient 4.

Event description:
On (B)(6) 2020, hitachi received a complaint from site l067. The site reported brain images were flipped (right-left laterality). There were 4 brain study patients that were affected.